Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The mother states the customer has received failed battery test and has partial display. The customer's blood glucose level was unknown. The customer was advised the pump would have to be replaced and returned for analysis.